Manufacturer narrative:
Literature reference: stio, r. E., et al. (2015). "Corevalve repositioning complicated by entrapment of snare in the valve delivery anchor." J cardiovasc med ((B)(6)) 16 suppl 1: s10-11.

Event description:
Event reported through literature. Reported that a patient with severe periprosthetic regurgitation was treated with a heart valve. The valve was implanted too low into the left ventricle outflow tract, and was adjusted by 'snaring' prosthesis. This bail-out manoeuvre allowed the appropriate positioning of the prosthesis but was complicated by the entrapment of the goose-neck loop in the valve delivery anchor and was solved successfully with a second different device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.